Event description:
A customer found evidence of blood contamination in the pressure monitor lines in the four system 1000 machines. Investigation relatives to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the blood line during patient use. There was no patient injury or medical intervention associated with this event.